Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, inside a patient with an annulus perimeter measured at approximately 85 millimeter's (mm) with a heavy calcification burden on the aortic valve leaflets and left ventricular outflow tract (lvot), pre-implant dilatation of the native annulus was performed with a stepwise approach using 12mm shockwave peripheral intravascular lithotripsy balloon catheters, including three rounds of shockwave bursts with one balloon catheter and a final round with two 12mm balloon catheters simultaneously. A 29mm valve was deployed with good expansion in the coplanar view but was constrained in the cusp overlap projection. Upon retrieval of the delivery catheter system (dcs), the valve dislodged into the ascending aorta. The implanter initially instructed preparation of non-medtronic valve, then changed to a second medtronic 29mm valve, and finally decided to use a 34mm medtronic valve. After loading and checking the valve, deployment of the 34mm valve resulted in an infold, which was observed and subsequently recaptured and retrieved from the patient. A second 34mm medtronic valve was prepared, checked under fluoroscopy, and deployed in a good position with good expansion in the coplanar view but under expanded in the cusp overlap view. An echocardiogram revealed mild-moderate paravalvular leak (pvl) due to a calcified lvot. Post-dilatation with a 22mm balloon catheter was performed, which expanded the valve in the cusp overlap view and reduced the pvl to mild. The patient remained stable throughout the procedure.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012830053); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0013138564); product type: 0195-heart valves; product ID evfxplus-34 ((B)(6)); product type: 0195-heart valves; product ID evfxplus-34 ((B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2026; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2026; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two intraprocedural fluoroscopic images were provided for review in relation to the reported event. The absence of a pre-implant patient executive summary limited the ability to perform a comprehensive anatomical assessment. Available documentation indicates the patient¿s annular perimeter was approximately 85 mm, which would generally correspond with a 34 mm evolut valve. Documentation further indicates that the initially selected valve for implantation was a 29 mm evolut valve. A fluoroscopic valve load inspection was not available for review; therefore, confirmation of appropriate valve loading could not be assessed. Documentation reports that pre-implant dilation of the native annulus was performed using a stepwise approach with 12 mm shockwave peripheral intravascular lithotripsy balloon catheters, consisting of three rounds of shockwave delivery with a single balloon catheter, followed by a final round using two 12 mm balloon catheters simultaneously. As stated in the instructions for use (IFU), adequate pre-implant dilatation can help minimize the need for post-implant dilatation and may reduce the risk of valve infolding. Pre-implant dilatation is specifically recommended before implanting the valve in cases of moderate to severe calcification, bicuspid anatomy, or when using a 34 mm valve. The pre-implant dilation bav balloon should be appropriately sized to relieve stenosis. Consider the following general balloon sizing guidelines: use the perimeter-derived annular diameter if no calcium is present; use the minimum annular diameter if annular or left ventricular outflow tract (lvot) calcium is present. For non-compliant balloons, subtract 1 mm when determining the balloon size. It was reported that the 29mm valve dislodged upon removal of the delivery catheter system. As only two fluoroscopic images were available for review, one image demonstrates an infolding of a valve described in the documentation as a 34 mm evolut valve, which was the second valve attempted after the first valve dislodged, and was reportedly removed and not used. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. The subsequent image demonstrates two valves in situ, one appearing to be located in the ascending aorta and a second appearing to be positioned at the level of the aortic valve, reportedly a 34mm. The valve dislodgement event was not available for review; therefore, the cause of the dislodgement of the first valve could not be assessed. Additionally, as no fluoroscopic valve load inspection images were available for review, the cause of the observed infolding of the second attempted valve could not be determined. Due to the limited evidence provided and the absence of a patient executive summary, this review remains inconclusive. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the infold on the first 34mm valve was observed during the first deployment attempt, and the valve was recaptured 2 times due to the confirmed infold. Additionally, a procedural delay occurred in result of the infold. The first valve that dislodged was originally implanted in the patient's native annulus using cuspal overlap technique. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued at any point during deployment. Per the physician, annular calcification contributed to the dislodgement, and a non-medtronic guidewire was used during the procedure.